Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began unknown treatment for the event (further details were not reported). It was not reported if the patient was hospitalized for the peritonitis. On unreported date(s), the peritonitis was resolved, the patient was recovered from the event, and at the time of this report, dianeal therapy was discontinued due to an unreported indication. It was reported that dianeal therapy was maintained during the peritonitis event. No additional information is available.